Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 554 mg/dl. The customer stated that after a set change, there were air bubbles in her insulin vial. The customer was advised that she can take her transfer guard and place it on the vial and let it sit for about 5 minutes to let air degas. The customer stated that she did have insulin at room temperature while doing set change.